Event description:
Attempted cypher stenting of mid-lad stenosis. Pt with critical stenosis of proximal lad. After deployment of 3.0x18 mm cypher in proximal lad lesion, a second lesion was appreciated in the mid-lad. Attempts were made to pass a second 3.0x18 mm cypher through the cypher. It dislodged from its balloon and embolized into the mid lad. A second acs 3.0 mm balloon was then tracked down the original guidewire and the embolized cypher successfully expanded in the mid-lad lesion, giving a good result.